Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to unrelated symptoms. The physician performed an x-ray which revealed the right atrial lead was pulled tight and lost its lead slack. The physician revised the lead on (B)(6) 2020. The patient was stable throughout.